Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: when I perfused the patient, the canula did not retract and got stuck in the catheter there was no harm to the patient as they did not need to re-infuse her.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Your report that the cannula did not retract could not be confirmed from the photograph that was provided for investigation. The photograph showed a needle that was fully retracted within the safety shield. The IV catheter was not shown in the photograph. The photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.